Event description:
The user facility reported that during a diagnostic colonoscopy, a complete loss of image was experienced. Clinicians at the facility stated that the physician was reportedly experiencing difficulty maneuvering a colonoscope inside of the pt for unspecified reasons, so the physician elected to remove the colonoscope to reposition the pt. Prior to restarting the procedure with the same colonoscope, the users observed no light being emitted from the light guide lenses. The user facility reported to have replaced the light source and video processor in an attempt to resolve the difficulty, however they were not able to recover the image. The procedure was reportedly aborted and the pt was discharged. There was no pt injury reported.

Manufacturer narrative:
The user facility elected not to return any of the devices used in this reported event to olympus for investigation. The user facility informed olympus that following the procedure, the users manually reset the circuit breakers on the video processor as well as the light source, and that both units are now operating appropriately. This report is being filed as a medical device report in an abundance of caution.